Event description:
It was reported to boston scientific corporation that during preparation for a vaginal support procedure (date unknown) using an uphold vaginal support system, the needle detached outside the patient as the physician attempted to load the needle into the capio device. The case was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during preparation for a vaginal support procedure (date unknown) using an uphold vaginal support system, the needle detached outside the patient as the physician attempted to load the needle into the capio device. The case was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned upholdmesh assembly showed that the needle was missing from each of the two sutures. A kink was observed on the distal end of the blue dilator. Visual analysis of the returned capio device showed that the handle was cracked. A needle was found captured inside the capio cage. Mechanical tests of the returned capio device showed it operated freely and smoothly. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The probable root cause for the needle detachment is a design limitation; the tensile strength exerted on the suture material exceeded the ultimate strength of the material. The probable root cause for the uphold needle detachment is design. The probable root cause for the cracked capio handle could not be determined.